Event description:
Report of foreign object in IV tubing rec'd. The pt was to begin home infusion hydration therapy of d5 1/2ns to run at a rate of 75cc/hr over a 10 hour period per day for seven days. After the first 100cc's infused (of the first bag) into the pt, an "air in line" alarm was rec'd and the infusion stopped. The pt's mother (who is the caregiver of the pt and instructed in IV therapy) checked the primary tubing to the distal end and noticed a "0.5 inch piece of paper silvery-clearish in color and movable" at the end of the tubing. Family member capped off the IV site (no blood loss or bleedback) and contacted the agency who picked up the tubing to send in for analysis and brought a new bag and tubing to continue the infusion. Despite the interruption, the pt completed the first bag as prescribed. The customer reports no adverse pt harm occurred and upon completion of the seven day hydration the pt was discharged.